Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source¿s main lamp was going out, causing the spare lamp to come on. According to the initial reporter, this event occurred during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
The issue was resolved at the hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with additional information about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the lamp issue could not be determined. The initial reporter's occupation was requested. If additional information is received, another supplemental report will be submitted. Olympus will continue to monitor field performance for this device.